Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose level of 630 mg/dl and high ketones. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the pump battery could not be charged and subsequently powered down. The customer reverted to an alternate method of insulin therapy.